Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl. Customer also mentioned of having low blood glucose of 49 mg/dl. Customer attempted to treat blood glucose with bolus but continued to receive no delivery. Customer had symptoms of thirst, frequent urination, dehydration and feeling chronically ill. Customer reported to have been hospitalized due to surgery and states high blood glucose may be due to medication. Customer reported to be a brittle diabetic.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.